Event description:
Customer reported that her freestyle freedom meter had not been working for a month. She replaced the batteries, but the meter would not turn on. Customer reported she had gestational diabetes. She stated she felt her blood glucose levels "were all over the place", (no readings were reported) and that because of this she lost her pregnancy. She additionally reported experiencing a headache, fatigue and vertigo. Customer went to a local hospital where she was diagnosed with hyperglycemia and treated with insulin and another unk medication. A review of the customer's complaint history indicated she had not contacted abbott diabetes care since early 2007, and that inquiry was not related to the device reported in this event.

Manufacturer narrative:
This is an initial report. Multiple attempts have been made to gather additional info regarding this event without success. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: the test strips the customer was using were expired.